Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the on/off lid latch had come off of the mounting bar and was resting between the bar and the rubber portion of the case. Also, the rubber bumper was missing from the latch that presses on the on/off button dome. Physio determined that the cause of the reported issue was that the rubber bumper that presses the on/off button dome was missing. As a result the device could not be powered on in order to charge and shock. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device's lid would not close properly and open by itself. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted. As a result, defibrillation would not be possible if it were necessary.

Event description:
The customer contacted physio-control to report that their device's lid would not close properly and open by itself. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).